Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover.  There was also wear and tear damage on the front cover. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The leak was caused by a crack in the enclosure near the drain fitting. The enclosure and front cover were replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) exhibited an unspecified failure. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be sent.